Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Codes: updated. Device evaluation: one (1) sample was returned without its original packaging, in decontaminated condition. No damage or other defects were detected on the sample. The sample worked properly, fully priming and connected without difficulty, liquid flowed through the whole device without interruption. The failure mode reported in the complaint was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an upstream occlusion alarm message. The error occurred during priming and not while connected to the patient. Troubleshooting was performed but the alarm persisted. Continuous infusion rate: 3ml/hour. Total reservoir volume:140 ml. Given: none. Air detector was on. Upstream sensor. Length of infusion: 46 hours. Per the reporter, there was no patient harm.